Event description:
Reporter indicated that the lead and generator were explanted and being returned. The reporter did not know the reason for the explant. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. The reason for the explant is unknown and is currently under investigation. Report is incomplete because attempts (2 faxes) to obtain additional information from physician have been unsuccessful to date. The physician cited that they could not supply pt information due to hipaa.

Event description:
Product analysis of the lead was performed. Product analysis summary: thirty-three cm of the lead was returned. The condition of the returned portion of the lead, in general, is consistent with conditions that typically exist following an explant procedure. The lead pin showed evidence of a proper mechanical and electrical connectin as expected. There has been no allegatin of product malfunction was reported to cyberonics regarding this product. The entire lead was not returned. Therefore, if there was a malfunction, it may have been with the portion of the lead not returned for analysis. The concomitant device (pulse generator) was also analyzed. Product analysis summary: the device is operating within specification.the pulse generator met the MFR's final electrical test specifications. No electrical or visual anomalies were identified that could adversely affect device performance. The reason for explant is still unk due to lack of info from the treating physician.